Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's daughter called in regards to the insulin pump going through an unexpected restart. Customer's blood glucose level was 135 mg/dl. Customer's daughter advised that they replaced the battery on the device, however, they continued to receive the unexpected restart alarm and there was a black circle on the display screen. Troubleshooting for the unexpected restart alarm was performed. Customer's alarm history showed an external ram crc error along with the unexpected restart alarm. Customer's daughter advised the insulin pump is not saving the time each time the battery is replaced as well. Customer was advised to monitor the device and call back if the issues persist. Customer's daughter called back and stated that the battery cap did not help fix the alarm issues. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed a21 and not saving the time after the battery change due to leaking voltage on the interface board. No unexpected a17 alarm noted. However, the insulin pump passed rewind, basic occlusion, occlusion, prime/a33, excessive no delivery and displacement tests. The insulin pump was received with minor scratched lcd window, cracked case at the display window corner, cracked reservoir tube lip and missing the end cap sticker.